Event description:
Male luer of pt12 tubing came off because of adhesion defect. The kit was attached to a dual lumen cvc for cvp monitoring. A nurse noticed the pt's bed sheet was wet. She suspected leaking from a 3-way stopcock on the monitoring kit, then change it. However, saline was still leaking. So she was reaching the leaking point, then the tubing was coming off from the male luer hub. The kit was changed. No medical intervention required. No health damage on the pt.